Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, lab: 3.23, inratio: 4.2; date: (B)(6) 2009: lab: 3.37, inratio: 3.9; date: (B)(6) 2009, lab: 3.63, inratio: 4.1; date: (B)(6) 2010, lab: 3.2, inratio: 4.6; date: (B)(6) 2010, lab: 3.19, inratio: 4.1, date: (B)(6) 2010, lab: 3.72, inratio: 5.1; date: (B)(6) 2010, lab: 3.39, inratio: 3.8. All results were within 2 hours. Strips they were using expired 9/2009. No anemia, no history of cancer, no dialysis, no heparin/lovenox, on coumadin for mhv. No aps/lupus. At time of each discrepancy unk if taking antibiotics. Any sample from (B)(6) was taken from the need to do lab draw while all samples on meter prior to (B)(6) test result were fingersticks done within 2 hours. Tech support explained that meter was only validated for fingerstick capillary samples.